Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicitis, cholecystectomy in 2008, sepsis syndrome on (B)(6) 2008, pancreatitis on (B)(6) 2008, fever on (B)(6) 2008, oliguria on (B)(6) 2008, intra-abdominal abscess on (B)(6) 2008, pancreatitis on (B)(6) 2008, biliary ascites on (B)(6) 2008, scleral icterus on (B)(6) 2008, choledocholithiasis on (B)(6) 2008, azotemia prerenal on (B)(6) 2008, abdominal sepsis on (B)(6) 2008, ascites on (B)(6) 2008, hypoalbuminemia on (B)(6) 2008, dysfunctional uterine bleeding on (B)(6) 2012, migraine with aura on (B)(6) 2012, dysmenorrhea on (B)(6) 2013, ovarian cyst on (B)(6) 2013, appendectomy, vaginal delivery, upper abdominal pain, vomiting, hypertension and general anesthesia. She denies a history of liver disease, migraine headaches with aura, dotting disorders, and dvt. Previously administered products included for birth control: ortho tri cyclen. Concurrent conditions included aneurysm cerebral since 2013, menometrorrhagia since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012 and endometriosis since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia"), migraine ("migraines,"), weight increased ("weight gain,"), pruritus ("itchy skin") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.) And surgery (underwent ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, dyspareunia, migraine, weight increased and pruritus outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record :confirming -dysmenorrhea,menorrhagia." Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received:events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdomen pain,reporter, lab data added from pfs. Concomitant and historical added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, cholecystectomy in 2008, sepsis syndrome in 2008, pancreatitis in 2008, fever in 2008, oliguria in 2008, intra-abdominal abscess in 2008, pancreatitis in 2008, biliary ascites in 2008, scleral icterus in 2008, choledocholithiasis in 2008, azotemia prerenal in 2008, abdominal sepsis in 2008, ascites in 2008, hypoalbuminemia in 2008, dysfunctional uterine bleeding on (B)(6) 2012, migraine with aura on (B)(6) 2012, dysmenorrhea on (B)(6) 2013, ovarian cyst on (B)(6) 2013, appendectomy, gravida, upper abdominal pain, vomiting, hypertension and general anesthesia. She denies a history of liver disease, migraine headaches with aura, dotting disorders, and dvt. Previously administered products included for birth control: ortho tri cyclen. Concurrent conditions included aneurysm cerebral since 2013, menometrorrhagia since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012 and endometriosis since (B)(6) 2013. Concomitant products included promethazine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia"), migraine ("migraines,") and pruritus ("itchy skin") and was found to have weight increased ("weight gain,"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (pelvic surgery-robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, robotic-assisted total laparoscopic hysterectomy partial with bilateral salpingo-oophorectomy. And underwent ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, dyspareunia, migraine, weight increased and pruritus outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-may-2012: results: full tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record :confirming -dysmenorrhea,menorrhagia" most recent follow-up information incorporated above includes: on 9-may-2019: pfs received. Outcome of the event genital bleeding was updated to resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines,"), weight increased ("weight gain,") and pruritus ("itchy skin"). The patient was treated with surgery (in or around 2013 underwent a pelvic surgery to try and alleviate symptoms.). At the time of the report, the genital haemorrhage, dyspareunia, migraine, weight increased and pruritus outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pruritus and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.